Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device was displaying a bias current error, which could result in the device unintentionally activating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device was displaying a bias current error, which could result in the device unintentionally activating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.